Event description:
A report was received through the distributor in a foreign country that, the user facility found that the red markers on the catheter lost red color using the trach care for a pt. The user always changed the trach care product every 24 hours. No pt injury or medical intervention cited. Kimberly-clark has no independent knowledge of the event reported above but is relaying the info that was provided by the facility where the incident occurred.

Manufacturer narrative:
The red markers, along with the other colors, assist the user for the distance and depth of the suction catheter. The incident device was promised by the user facility, but has not been returned for eval at this time. We cannot provide investigation results or conclusion until the device returns and has been tested.